Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to cracked and shorted capacitor c181.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the monitor was displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the monitor was displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.